Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to fluid loss causing the device to no longer function as expected. The ipp was removed without complication; no further action was taken. No patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to fluid loss causing the device to no longer function as expected. The ipp was removed without complication; no further action was taken. No patient complications were reported.